Event description:
It was reported in scientific article that a vns pt experienced an increase in seizures due to unk reasons. At the moment, good faith attempts to obtain additional info regarding the cause of the increase in seizures have been unsuccessful to date.

Manufacturer narrative:
Article citation: majoie, h.j. Marianne, m. Willem berfelo, albert p. Aldenkamp, silvia m. Evers, alfons g. Kessels, and willy o. Renier. "Vagus nerve stimulation in children with therapy-resistant epilepsy diagnosed as lennox-gastaut syndrome." Journal of clinical neurophysiology (2001): 419-28. Print.